Event description:
Related manufacturer reference number: 1627487-2023-01247. It was reported the patient is not receiving effective therapy due to high impedances. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
A patient experiencing high impedance was reported to abbott. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that reprogramming helped resolved the issue with high impedance. Cervical leads are no longer reportable.

Manufacturer narrative:
The issue with high impedance was resolved on the cervical leads with reprogramming.